Event description:
Dealer stated when operating unit on setting 3, unit runs for 20-30 seconds then shuts down.

Manufacturer narrative:
Complaint was not given to regulatory affairs for processing until (B)(4) 2013.